Manufacturer narrative:
(B)(4). A review of the device history records cannot be performed without additional device information. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event.

Event description:
The patient's attorney alleges that the patient had two pedicle screws break. A review of the patient's medical records found that she underwent minimally invasive l5-s1 discectomy and l5-s1 interbody fusion with posterior lumbar instrumentation. Twenty-five months post implant, the patient presented to the emergency room with abdominal pain with nausea and vomiting, and a 3-month history of left groin pain radiating down left hip and leg. A single ap view of the pelvis revealed "fractured" pedicle screws. A month later, the patient was admitted to the hospital complaining of severe back pain with a numbness sensation in the left lower extremity. A lumbar CT scan showed that the pedicle screws at s1 bilaterally were "fractured." The patent was evaluated by neurosurgery, who recommended pain management. Due other medical issues, no surgical intervention is planned.